Event description:
It was reported that the patient had a return of exaggerated rebound spasticity and muscle rigidity during a normal refill cycle. It was noted that the patient has had "a couple good falls." The patient was at home in good condition. Further information is being requested from the hcp.